Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a pre dilated calcified rca. While attempting to remove, the stent dislodged. The stent was located and removed with a snare. Pt status is listed as "okay".